Manufacturer narrative:
Additional information: describe event or problem, other relevant history, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, initial reporter occupation ,report source, report source other.

Event description:
It was reported that patient was administered with oxytocin (pitocin) to assist with child birth. However, the patient was overdosed with oxytocin and noted to have suffered adverse effects. It was noted that the patient was injured by a mechanical computerized IV infusion pump. The patient was rushed to the operating room for an emergency cesarean section rather than natural child birth. There was patient involvement. It was reported by the hospital that the patient received larger than normal bolus dose of pitocin. Patient was given terbutaline and had a normal delivery. The baby was born healthy. The patient received "additional bolus" of pitocin and was "fine". However, the patient began having symptoms 9 days after the event and was diagnosed with "intraparenchymal hemorrhage". Per hospital's risk management, the involved device was inspected by a third party and found "pressure sensor error". The pump was then repaired but it was decided to not put the pump back to patient use since the device was on the end its of life. The pump was destroyed.

Manufacturer narrative:
The root cause for the reported issue of an overdosed with oxytocin (pitocin) was not determined.  The reported issue that there was an overdosed with oxytocin (pitocin) could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that patient was administered with oxytocin (pitocin) to assist with child birth. However, the patient was overdosed with oxytocin and noted to have suffered adverse effects. It was noted that the patient was injured by a mechanical computerized IV infusion pump. The patient was rushed to the operating room for an emergency cesarean section rather than natural child birth. There was patient involvement.